Manufacturer narrative:
Block h6: imdrf code a0501 captures the reportable event of detachment of device or device component.

Event description:
It was reported to boston scientific that an overstitch ess sx was used in the stomach during an endoscopic sleeve gastroplasty procedure on (B)(6) 2025. During the procedure, the white straps, which hold the end cap of the device onto the endoscope, broke during the last suture line of the esg procedure. The physician could not finish the last line but considered the procedure complete. The physician opted to pass an ensizor through the scope channel to cut the extra suture material. The procedure was completed with the original device. No patient complications were reported as a result of the event.

Manufacturer narrative:
Block h6: imdrf code a0501 captures the reportable event of detachment of device or device component. Block h11 device evaluation summary: the overstitch sx was returned for analysis. During the visual inspection it was observed that one catheter channel was kinked, two catheter straps were not returned, and three catheter straps were broken. The reported event of strap break was confirmed. The reported event of cap detachment of device or device component was not confirmed due to a lack of evidence. All compiled information on this investigation determines that the most probable cause is adverse event related to procedure because the adverse event occurred during the procedure, and the device had no influence on event.

Event description:
It was reported to boston scientific that an overstitch ess sx was used in the stomach during an endoscopic sleeve gastroplasty (esg) procedure on (B)(6) 2025. During the procedure, the white straps, which hold the end cap of the device onto the endoscope, broke during the last suture line of the esg procedure. The physician could not finish the last line but considered the procedure complete. The physician opted to pass an ensizor through the scope channel to cut the extra suture material the procedure was completed with the original device. No patient complications were reported as a result of the event.